Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). A visual examination of the returned device found the needle to be bent. Functionally, the device jaws would open however, the bent needle did not allow proper jaw closure. No abnormalities were noted with the device riveting and welding which were within specifications. A review of the device history record (DHR) was performed; no anomalies were noted. It could not be confirmed if the bent needle led to the reported event. However, the evaluation found that the jaws would not close completely due to the this condition. The most probable root cause is operational context as excessive force was likely applied to the device due to anatomical or procedural factors. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure performed on (B)(4), 2011. According to the complainant, during the procedure, two biopsy specimens were successfully retrieved from the colon. However, after performing a third biopsy, no tissue was within the jaws. No device damage was visible. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; jaws won't close.